Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. On an unknown date, the patient was treated with vancomycin (2g, intraperitoneal) and ceftazidime (2g, intraperitoneal). Eleven days after the event onset, the patient was hospitalized and treated with ceftriaxone (2g, intravenous) and amikacin (1g, intravenous). Thirteen days after the event onset, the antibiotic treatment was changed to ciprofloxacin (400mg, intravenous) and anidulafungin (200mg, intravenous, daily), and fluconazole (400mg, intravenous) and fluconazole (200mg, intravenous). Ten days after event onset, antibiotic treatment was discontinued. Seventeen days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. Twelve days after hospital admission, the patient was discharged. At the time of this report, the patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, b7, d10, h6, and h11. B5: upon follow-up, it was reported that the patient experienced peritonitis bacterial (peritonitis with culture positive for staphylococcus haemolyicus and candida parapsilosis (second episode) and fungal peritonitis (peritonitis with culture positive for staphylococcus haemolyicus and candida parapsilosis (second episode). The manifestations were abdominal pain and fever. It was also reported that the type of peritonitis was septic. The cause of peritonitis was reported as possible abnormal operation of cassette; however, the cause remains unknown. Antibiotic treatment with vancomycin and ceftazidime were continued for 21 days. Peritonitis bacterial (peritonitis with culture positive for staphylococcus haemolyicus and candida parapsilosis (second episode), fungal peritonitis (peritonitis with culture positive for staphylococcus haemolyicus and candida parapsilosis (second episode) was resolved. Should additional relevant information become available, a supplemental report will be submitted.